Manufacturer narrative:
The alleged device malfunction was confirmed. The remote service engineer advised the customer to replace the blower assembly.

Manufacturer narrative:
Date of report: 10jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a high blower temperature and an in-operative error code. The device was not in clinical use at the time of the event. There was no report of patient or user harm.